Event description:
The customer reported that there was a communication failure error message. The field engineer noted this caused the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. The system operates as intended.